Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user attempted to access a refrigerated medication, the smart remote manager did not make the usual clicking sound and failed to open. The user used the pyxis smart remote manager key to access the compartment, but the system still did not recognize that the door had been opened. The unit could not be failed, so it had to be powered off. After restarted, the pyxis system still could not recover the smart remote manager. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the refrigerator door was not open. A field service engineer (fse) addressed a reported issue where the refrigerator could not be accessed and no beep or click was heard during recovery attempts. The side cover of the srm was opened, the latch was removed, and all connections were cleaned and tightened. The unit was reassembled, hardware test application was run successfully, and the application was restarted. The customer was then able to recover the refrigerator successfully. The system functioned as intended after the field service engineer repaired the device.